Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative (rep) reported the lead would not tighten down during implant. The rep reported that during the implantable neurostimulator (ins) implant the set screw did not tighten down and the lead could be easily removed when the healthcare professional (hcp) pulled on it. The rep stated that impedances were also high because the lead did not tighten down. The hcp used another ins and everything worked fine. The indication for use is unknown.

Manufacturer narrative:
Setscrew was backed out too far. An attempt was made to screw the setscrew back into place but was unable to as it was cross threaded. Was able to get good stable output on #1, #2, and #3 with known good lead but had to poke through the connector port to make contact with #0 due to the setscrew not being able to screw into place. The ins passed ats and the lead insertion tests. The ins failed impedance test in saline for all circuits to #0 due to the setscrew couldn¿t be tightened down. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.